Event description:
The customer originally contacted physio-control to report that their device had a service indicator present. There was no patient involvement in this event. Upon evaluation of the customer's device, physio-control verified the reported issue and also observed that the unit would intermittently power off unexpectedly after completing the boot-up process when plugged into ac power. The unexpected loss of power occurs whether or not a fully charged battery is installed in the device, or no battery is installed. If the device has a battery installed, but it is not connected to ac power, then it will power on ok. Based on the observed behavior of the device, defibrillation could be delayed or prevented if it were necessary.

Manufacturer narrative:
Physio-control replaced the device's power supply assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported issue was an inoperative integrated circuit (ic), designator u6.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer originally contacted physio-control to report that their device had a service indicator present. There was no patient involvement in this event. Upon evaluation of the customer's device, physio-control verified the reported issue and also observed that the unit would intermittently power off unexpectedly after completing the boot-up process when plugged into ac power. The unexpected loss of power occurs whether or not a fully charged battery is installed in the device, or no battery is installed. If the device has a battery installed, but it is not connected to ac power, then it will power on ok. Based on the observed behavior of the device, defibrillation could be delayed or prevented if it were necessary.